Event description:
It was reported an r-wave was being sensed on the atrial channel. Reprogramming to increase the pvab was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.